Event description:
The patient was appropriately treated 5 times by the lifevest during vt/vf. After the fifth appropriate treatment, the patient¿s post-shock rhythm was asystole which then transitioned to sinus bradycardia from 20-50 bpm. Vf was seen at 22:32:47 however motion artifact and electrode lead fall off prevented the lifevest from treating the patient at this time. Post shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient's neurological status at the time of the event is unknown. No injury was reported from the treatment. The response buttons were not pressed during the event. The patient went to the hospital for evaluation the patient continues to use the lifevest. No deficiencies were alleged against the device.

Manufacturer narrative:
The monitor and electrode belt have been returned for evaluation. Evaluations have not been completed. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the treatment.